Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press, had one unexplained no insulin delivery alarm and the insulin pump was hard to prime and she was unsure if she was getting the air bubbles out. The customer's blood glucose level was unknown. The customer declined troubleshooting. The devices will not be returned for the analysis.